Event description:
Customer alleged blood glucose result of 861 mg/dl with advantage system. The reportable range of the device is 10-600 mg/dl, with results greater than 600 mg/dl reported as "hi." The customer reported that he had no symptoms and did not treat based on the results. Customer reported going to hospital and was tested 30 minutes later on hospital meter as 145 mg/dl. No treatment was received. No adverse event was reported. A request was made for the return of the suspect device and replacement was sent.